Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to abdominal pain and diagnosed with peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 627 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn reported the cause of the peritonitis is unknown, however the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events and has only a single dose of ceftazidime remaining. T he patient continues to utilize the same liberty select cycler without any reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and ip antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to abdominal pain and diagnosed with peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 627 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn reported the cause of the peritonitis is unknown, however the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events and has only a single dose of ceftazidime remaining. The patient continues to utilize the same liberty select cycler without any reported issue.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to abdominal pain and diagnosed with peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 627 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn reported the cause of the peritonitis is unknown, however the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events and has only a single dose of ceftazidime remaining. The patient continues to utilize the same liberty select cycler without any reported issue.

Manufacturer narrative:
Correction: h.6.